Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The delivery wire is separated, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the stent component was still inside the introducer; however, the stent component and the delivery wire tip were separated from the rest of the delivery wire. The delivery wire tip was partially outside of the introducer. Microscopic inspection was performed. Under magnification, the distal end of the delivery wire¿s proximal fragment presented bend damage just distal and proximal to the retraction bump. Also, the delivery wire tip was found misaligned (i.e., it was not concentric to the introducer and stent). The stent could not be pushed out from the introducer due to the detachment, but no damages were noted inside the introducer. The introducer was confirmed to be within specifications for the inner diameter (ID). The issue documented that the stent could not be advanced or withdrawn from the introducer was confirmed due to the findings observed; the complaint detailed that the tip of the introducer was not firmly installed into the hub of the microcatheter and locked with the rhv during device advancement, which may have resulted in the delivery wire tip being misaligned, causing the stent to be advanced against resistance and resulting in the delivery wire bending and breakage. The stent detachment was not originally documented in the complaint, however, the position of the stent and delivery wire tip within the introducer suggests that the stent became impeded and then the delivery wire was pulled sufficiently to disengage the stent from the retraction bump. With the limited information available, the root cause remains speculative. However, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, the physician tried to push an EU 4.5x22mm stent 12 mm dw tip intracranial stent for inspection. However, it was found that the stent became impeded in the introducer sheath and could not advance or withdraw. The device was not used in the patient. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that the device did not appear damaged at any time. There was nothing noted to be obstructing the introducer. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the delivery wire is separated.